Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and reported possible over delivery. The blood glucose value at the time of the event was 47 mg/dl. Low blood glucose was treated by overnight stay in hospital. The auto mode feature was active at the time of the event and customer using pump within 48 hours prior to event. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis. (B)(4).

Event description:
Customer reported via phone call that they were hospitalized due to low blood glucose level. Date of hospitalization was unknown. Customer's blood glucose value was in range of 30 mg/dl at the time of the incident. Another blood glucose level was 47 mg/dl. The customer was assisted with troubleshooting for low blood glucose. Customer was not able to access anything after the hospital staff suspended the insulin pump. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer passed out due to low blood glucose and was taken to hospital. Customer was treated with fluid by intravenous. No further patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. On (B)(6), 2022, the customer alleged the insulin pump over delivery and hospitalized for low blood glucose. On (B)(6), 2022, (B)(4) svn:(B)(6), the customer alleged not able to access the regular menus in the insulin pump. On (B)(6), 2022, (B)(4) svn: (B)(6), the customer alleged for failed battery alarm. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the insulin pump history on the event date of november 28, 2022, found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 7.6 u. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. In further full review in the insulin pump history found: low battery alarms on november 16, 2022 at 12:55:00.000 power loss alarm on november 30, 2022 at 18:54:05.000 and 18:54:13.000 failed battery/battery failed alarm on november 28, 2022 at 14:45:06.000. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected failed battery alarm during testing. Insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within specific range during testing (23.5 mv). The menu feature of the insulin pump functioning properly. In summary, insulin pump passed all required testing. Unable to verify customer complaint for low blood glucose. Customer alleged for the insulin pump over delivery was not confirmed. The force sensor is within specification. Customer alleged for failed battery alarm and not able to access the regular menus in the insulin pump was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5. Health effect impact code has been updated and provided with this report in section h6. Health effect clinical code has been updated and provided with this report in section h6. Concomitant products have been provided with this report in section d10.